Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device was unable to deliver a shock. Stryker disassembled the device and found that the white energy capacitor wire was disconnected from spade connector designator, j18. When the capacitor wire was reconnected, proper operation was observed. The cause of the observed issue was due to the disconnected connector. The returned device was archived by stryker, and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to deliver a defibrillation shock. There was no patient use associated with the reported event.